Manufacturer narrative:
Instrument performance testing was last performed by service personnel on (B)(6) 2022. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There is no indication of a reagent or instrument performance issue. No issues were identified during a review of the alarm trace data. The cause of the event could not be determined. Neither a general instrument or a reagent issue was identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg+beta) on a cobas e 411 immunoassay analyzer. The initial result was 0.100 miu/ml with a data flag. The sample was repeated twice with results of 5.30 miu/ml with a data flag and 6.11 miu/ml with a data flag. The questionable result was not reported outside of the laboratory. The hcg+beta reagent lot number was 58457900 with an expiration date of 31-mar-2023.